Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they had just delivered a normal bolus of 3.3 insulin units but the main screen of the insulin pump was showing 0.0 active insulin. The bolus history was checked and it did not show the delivery of 3.3 units. During the call, the customer stated that the screen was now showing 3.0 units of active insulin. The bolus information had delayed 25 to 30 minutes to show. Blood glucose value was 13.2 mmol/l. Customer was advised to monitor the insulin pump and call back if anomaly happens again.